Event description:
It was reported that during placement of an embolization coil in a pulmonary av (rendu ossler weber disease) through a microcatheter, the coil prematurely detached near the intended location. No attempt was made to retrieve the coil. The pt was treated with add'l azur coils. No harm was reported.

Manufacturer narrative:
Sample analysis: an eval of the device revealed the implant detached from the delivery pusher. The implant was not evaluated as it remains with the pt. The delivery pusher was tested for electrical continuity and met spec. The attachment tether that holds the implant intact with the delivery pusher has evidence of implant intact with the delivery pusher has evidence of stretching as the monofilament is narrowed and bent. The remainder of the device is normal in spec. The root cause of this complaint appears to be due to an excessive force applied to the delivery pusher that exceeded the maximum tensile spec of the attachment monofilament. However, this can not be definitively concluded as the implant was not available for eval. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.